Event description:
Facility states patient fell out of bed, and hit her head. No medical attention required. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).